Manufacturer narrative:
On our original submission of this event on 11/8/96 b-1 was checked as "adverse event" and b-2 was checked as "death". We have information from the healthcare professional stating the patient's death was unrelated to the device malfunction. Therefore, the box in b-1 should be checked as "product problem" and no boxes should be checked in b-2. In addition, the event should be checked as a "malfunction" in h-1.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument ID not contain staples. The surgeon applied manual suture to complete the pocedure. The hosp has stated that the pt expired. The surgeon stated that the device malfunction is not the cause of death.